Manufacturer narrative:
Ge healthcare technical support performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. The customer declined ge service. No repair information available. Requested patient information on (B)(6) 2022 and (B)(6) 2022. No patient information to date. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). Ge healthcare technical support performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. The customer declined ge service. No repair information available.

Event description:
The hospital reported an error that resulted in high co2 delivery. There was no report of patient injury.